Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: medical records received (B)(4) 2013. Revision operative report for the right hip indicates the following: loose cup; pain; small amount of fluid but no evidence of metallic fragments. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege the bilateral patient was revised on the right side to address loosening of the cup. Update: (B)(4) 2011 - medical records received. Original surgery dates and product/lot codes identified. Update: (B)(4) 2012 plaintiffs fact sheet (pfs) received (B)(4) 2012. Added right femoral head product to complaint.